Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was later explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this device was presented in the emergency room following a syncopal episode. Additionally, the device was reported to have delivered tachycardia therapy. The patient was admitted and currently resides in the hospital. Additional information was sought, however, at this time, was not available.